Event description:
While surgeon was performing a laparoscopic cholecystectomy with a 35cm laparoscopic "l" hook, the hook could not be removed from the 5mm trocar- it bent. Questionable heat transfer via bent hook.